Manufacturer narrative:
The customer inspected the analyzer and observed one cuvette was cracked. The customer determined the aero cuv pr dry the likely cause of the issue and replaced the part. Part replacement resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for architect c16000 serial (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The architect system operations manual addresses operational precautions, limitations, troubleshooting of the fluidics subsystem and component replacement of the aero cuv pr dry part. A trending review did not identify an adverse trend for the aero cuv pr dry part. A review did not identify a nonconformance or potential nonconformance for aero cuv pr dry part. The calculated erratic rates for the architect c16000 systems were all below the upper control limit. Additional review found no systemic issues or adverse trends for the issue associated with this ticket. No product deficiency was identified.

Event description:
The account generated false depressed sodium with 2 patient samples processed on the architect c16000 that repeated in the normal range. On (B)(6) 2021, sid (B)(6) generated sodium of 105 mmol/l that repeated 137 mmol/l. On (B)(6) 2021, sid (B)(6) generated sodium of 113 mmol/l that repeated 140 mmol/l. The account uses a normal range of 136 to 145 mmol/l. No specific patient information was provided. No impact to patient management was reported.

Event description:
The account generated false depressed sodium with 2 patient samples processed on the architect c16000 that repeated in the normal range. On (B)(6) 2021, (B)(6) generated sodium of 105 mmol/l that repeated 137 mmol/l. On (B)(6) 2021, (B)(6) generated sodium of 113 mmol/l that repeated 140 mmol/l. The account uses a normal range of 136 to 145 mmol/l. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.